Event description:
It was reported that during preparation for a pulsed field ablation procedure using a farawave catheter the flushing port detached from the handle. When the technician attempted to flush the catheter there was no fluid exiting the distal shaft of the catheter and the flush port was leaking. During troubleshooting the flush side port came away from the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during preparation for a pulsed field ablation procedure using a farawave catheter the flushing port detached from the handle. When the technician attempted to flush the catheter there was no fluid exiting the distal shaft of the catheter and the flush port was leaking. During troubleshooting the flush side port came away from the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to manufacturing deficiency due to adhesive and manufacturing processes. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.